Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had the concurrent procedures of anterior and posterior repair and an enterocele repair performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent removal of mesh on (B)(6) 2010. On (B)(6) 2012 the patient had removal of a transvaginal mesh sling.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pelvic pain and pressure, bloating, dyspareunia, tearing sensation, vaginal and rectal pressure, fatigue, and nausea.

Event description:
It was reported that following insertion the patient experienced pelvic pain and pressure, bloating, dyspareunia, tearing sensation, vaginal and rectal pressure, fatigue, and nausea.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stricture. It was reported that patient underwent mesh removal on (B)(6) 2011 by (B)(6) due to erosion.